Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: base plate uncemented 15 mm post length cat# 00436201500, lot# 64390369. Multiple mdrs were reported with this event. Please see associated reports: 0001822565-2019-05418. No product was returned; visual and dimensional evaluations could not be performed. A picture of the inserter was provided and device info was etched on it. No other evaluation can be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. There is a design enhancement on the inserter which now manufactures 2 wings from the initial 4 wings to avoid a potential interference condition with retractors in the anterior or posterior side with the tight joint space. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total reverse shoulder while impacting the base plate the patient's glenoid fractured. Surgeon converted to hemiarthroplasty. Surgeon believes it was a combination of a small anatomy, poor bone quality and inadequate visualization due the instrument(due to the size). No further event information is available at the time of this report.